Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting was done and the time on the insulin pump was not correct, which would have caused the insulin pump to deliver the basal rates at the wrong time. Also found several alarms in the alarm history. Nothing further was reported.